Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer 2.9 failed to open and required maintenance. The field service engineer (fse) had found that the drawer had been clicking but had not opened due to a medication jam. The fse had successfully removed the jam and tested the drawer. After verifying with the customer, it was confirmed that no further issues had remained, and the problem had been resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer required maintenance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and they had used an alternative station to obtain the medications. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.